Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked irrigation fluid during the procedure. The sample was discarded and not available for return. Based on the information provided, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol hydro-surg plus irrigator leaked irrigation fluid all over the floor. It was reported that the device functioned as intended. There was no reported patient injury.